Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: two (2) controllers ((B)(6)) were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis associated with (B)(6) revealed three (3) controller fault alarms recorded on (B)(6) 2025 at 09:28:29 and at 17:42:21, and on (B)(6) 2025 at 00:14:16, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Review of the event log file revealed three (3) controller power-up events with associated pump start events logged on (B)(6) 2025 at 09:30:42 and at 17:43:00, and on (B)(6) 2025 at 00:17:24, indicating losses of power to the controller. The controller was without power for one (1) minute and three (3) seconds, twelve (12) seconds, and fifteen (15) seconds, respectively. No anomalies were recorded leading up to the losses of power. Additionally, log file analysis revealed four (4) vad disconnect alarms logged between (B)(6) 2025 at 00:18:55 and 00:27:04, indicating a physical disconnection of the driveline from the controller. Review of the controller log files associated with (B)(6) revealed three (3) controller power-up events without associated motor start events logged on (B)(6) 2025 between 11:07:28 and 11:09:24, indicating that the controller was powered on without the driveline connected. Various par ameters, including time, patient ID, and pump ID were programmed following the controller power-up events, indicating that the controller was powered on due to the initial programming of the controller. Review of the alarm log file revealed two (2) vad disconnect alarms logged on (B)(6) 2025 at 11:07:35 and at 11:08:49, indicating that the controller was powered on without the driveline connected, likely in preparation for a controller exchange. As a result, the reported events were confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power events associated with (B)(6) can be attributed to the disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the vad disconnect alarms associated with (B)(6) can be attributed to a physical disconnection of the driveline from the controller. Based on the available information, the most likely root cause of the controller power-up event associated with (B)(6) can be attributed to the initial programming of the controller and/or a controller exchange. The most likely root cause of the vad disconnect alarms associated with (B)(6) can be attributed to powering up the controller without the driveline connected, likely in preparation for a controller exchange. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event.; investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the bike tour was in germany and all loss of power was caused by the patient due to a double disconnect.

Event description:
It was reported that the controllers were involved in an event where multiple alarms occurred, including a controller fault alarm, due to the internal battery end of life, and ventricular assist device (vad) disconnect alarms. While on a bike tour, the patient received a medical alert and attempted to resolve the issue by changing the controller instead of contacting the vad coordinator, which resulted in multiple disconnect alarms being recorded. A review of log file data revealed the controller exhibited losses of power. The controller was exchanged with a backup controller, and later on a new backup controller was provided by the clinic. The patient's condition was reported as good and stable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-oct-2025 / serial#: (B)(6) d9: no h3: no h4: mfg date: 14-oct-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.